Manufacturer narrative:
Retainer ring = black. Device returned with pump error 53, 54, 58, 798, and 799, and 84 on 02-sep-2021. Device's history and trace files downloaded successfully using thus software. Device passed the active current test, sleep current test, self test and displacement test. No pump error 54, 53, 799, 798, and 84 alarms noted during testing. Pump error 54 was not present in the history download. Pump error 53 was present on event date of 01-sep-2021 at 11:46pm in the pump's history and trace files. Esf #: (B)(4). (File number: (B)(4), line number: 24586). Failed battery test was present in history download on event date of 01-sep-2021 at 11:46pm. No battery alerts, alarms or anomalies were present on event date or during testing. Pump errors 799 and 798 were not found in the history download and trace files. Pump error 84 was present on event date of 01-sep-2021 at 11:46pm. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. Test p - cap/ reservoir locks properly into place. During visual inspection the following were noted: overlay scratched, pillowing keypad overlay, and a scratched case. Pump error 53 confirmed on event date of 01-sep-2021 at 11:46pm due to a possible hardware error as per global logic analysis. Problem isolated to electronic assembly. Pump error 54 was not confirmed. Failed battery alarms not confirmed during testing. Pump error 84, 798, 799 not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated they were able to clear the alarms but unable to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.